Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at elective replacement indicator (eri) level and programmed to high settings. Visual inspection of the header did not find any anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitudes measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on field settings, and the device exceeded longevity indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was in fine condition.